Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the cause of the issue was not determined. The replacement resolved the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient's old ins system, patient had 3 programs which all the electrodes lit up (program 1: one octad lead was programmed as all cathode and other side all anodes; program 2 was are verse program 1, program 3 was a mix of anodes and cathode with every electrode being programmed. The patient indicated that it took a long time to get programming that worked for him for pain relief. Impedances with #5 are high, but impedances with this electrode where high going into the ins change out. All other impedances are normal range, below 100 and between 500-1200 ohms when rep looked through different reference electrodes. Additional information was received from the manufacturing representative (rep). It was reported that the patient stated that device was replaced for charging convenience with the new device. All contacts were under 1000. Patient was having difficulty charging with his removed ins. Patient had to charge for a long time 6 to 8 hours. Rep does not know what the patient's coupling was like. Patient said his charging was different then it was before as far as the time it took to charge. Rep is not aware of anything prompting this change. Rep stated they interrogated the device before replacement and he said impedances were fine--later stated there was an open between 0, 5 (>40k ohms). No further patient symptoms or complications were reported in this event.